Manufacturer narrative:
(B)(4). The device was not returned for analysis. The emboshield nav 6 embolic protection system (eps) instruction for use (IFU): instructs, perform the required interventions over the barewire filter delivery wire. In this case, failing to follow the IFU caused the epd to become jailed resulting in surgery to remove the filter. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the difficulties appear to be due to user error and there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The surgical intervention was due to operational context.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 6-8 x 40 mm acculink rx acculink referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the internal carotid artery. After placement of the emboshield nav 6 embolic protection system, the 6-8 x 40 mm acculink was advanced in the vessel, but could not cross the lesion due to the patient anatomy. The device was withdrawn from the patient and set aside. A 7 x 30 mm acculink was unpackaged and prepped, but a gap was noted between the sheath and the tip; therefore, it was conservatively decided not to use the device as it was a very difficult vessel. The 6-8 x 40 mm acculink was re-inserted using the buddy wire and was able to cross the lesion. The acculink stent was deployed over the buddy wire and trapped the emboshield nav6 filter wire against the vessel wall. The 6-8 acculink stent was on the buddy wire, but should have been on the barewire. There were no adverse, neurological patient effects during the procedure. Unable to remove the filter, the patient was sent to surgery for cut down of the vessel to pull the filter out successfully. The patient is doing well. There was no adverse patient sequela. No additional information was provided.